Manufacturer narrative:
(B)(4).an event indicative of a potential malfunction of the disposable extension set was identified. As the extension set was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient observed a leak from their patient line extension set during fill one of peritoneal dialysis therapy. The patient was connected to the homechoice at the time of the observed leak. The patient was advised to start therapy over using all new supplies. There was patient involvement, but no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.